Event description:
Customer reported receiving a motor error alarm and a no delivery alarm on the insulin pump. Customer was unable to troubleshoot at the time of the call. Customer's blood glucose readings at the time of the call were 119 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.